Event description:
It was reported that the ventilator generated technical error codes for communication error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The control pc board was replaced but not returned for investigation. No ventilator logs were provided. One of the recommended actions in the service manual for the reported communication error is to replace the control pc board. Since the replaced part was not returned for investigation, the root cause of the communication error has not been determined.

Event description:
Manufacturer's ref #: (B)(4).